Event description:
The customer reported an overload fault error message. This error causes the sys to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.